Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009, the patient presented with degenerative disk disease, discogenic low back pain, a herniated nucleus pulposus l4-l5 and lumbar radiculopathy. The patient underwent a transforaminal lumbar fusion and posterior spinal fusion of l4 to s1 with rhbmp-2/acs, local and allograft bone. Per the operative report, ¿a size 13, trialed a 14 x 22 mm ... Cage was used. Fluoroscopic image was obtained and was noted to be acceptable. We had good interference fit. Then it was preceded with preparation of the end plates with the curettes and the rasp and then packed allograft bone and local bone graft into the anterior aspect of the disc space. Then within the inner body fusion cage, [bmp] was placed. Then the surgeon tamped the cage bleakly across the disk space and fluoroscopic images were obtained and were noted to be acceptable. It was then preceded with a dressing at the l4 l5 level and in identical fashion, placed a size 14 x 22 mm ... Cage. Then the surgeon decorticated the transverse process and the sacral ala bilaterally along the facet joints on the left. Copious irrigation was applied to the wound with 6 liters of antibiotic solution. Titanium rod was placed onto the top-loading polyaxial screws compressed across the l4-l5 and l5-s1 then placed the bone graft which consisted of infuse local and allograft bone into the lateral gutters and also placed bone graft into the cortical facet joints corticated facet joints. There were no noted complications. Patient visits: (B)(6) 2008 - patient seen for initial evaluation at pain management center. Initial assessment noted that patient complains of pain over her lumbosacral junction, r>l. Also complains of lue pain from rsd. Patient complains of right shoulder pain as well. States her back pain today is 4/10; worst 8/10; best 3/10. Treatment plan is for home exercise plan and tens trial. On (B)(6) 2008 - patient presented to the center for pain medicine as a (B)(6) female who has a complaint of low back pain radiating down the posterior aspect of both legs ending at the level of her foot on the right and the level of her calf on the left. She has been seen and evaluated. Her MRI of the lumbar spine reveals mild degenerative l4-l5 disk protrusion, focally to the far left with some mild to moderate foraminal encroachment and possible contact against the far left l4 root sleeve. There is minimal l5-s1 degenerative disk disease without specific nerve root entrapment, minor degenerative anteriorosteophyte spondylitic changes from l2-s1. Treatment plan is to plan for a l4-l5 and l5-s1 diskogram. On (B)(6) 2010, the patient was seen for follow ¿up requesting refill on medications for chronic low back pain; lumbar radiculopathy. Per dictated notes physician treated with percocet for chronic pain. X-rays, scans, and other: it was reported that on 7/23/2008 the patient underwent a lumbar discography, levels l3-4, l4-5, and l5-s1 under fluoroscopy. There were no noted complications. On (B)(6) 2008 - chest x-ray conducted for pre-op for lumbar degenerative disk disease. Results show increased attenuation over spine, unchanged, most likely due to osteophytes. The image is super imposed over the spine. On (B)(6) 2009 - chest x-ray- results show limited expiratory film. There are bibasilar vascular crowding and segmental atelectasis. There is no definite pneumonia. On (B)(6) 2010 - ap and lateral of the thoracic spine- results show mild degenerative changes with marginal osteophyte formation. There is no fracture or subluxation. On (B)(6) 2010 - CT of cervical spine without contrast due to trauma to evaluate for cervical spine fracture or other abnormality. Results show no CT evidence of acute cervical spine injury. There is multiple moderate spondylosis and diffuse idiopathic skeletal hyperostosis. On (B)(6) 2010 - spiral multi-detector CT through the abdomen and pelvis with oral and IV contrast. Results show no evidence of acute process. There is mild spondylosis of the thoracolumbar spine. There is evidence of a cholecystectomy, hysterectomy, and lumbar fusion. There is also noted minimal diverticulosis. Reportedly, the patient had radiculopathy, nerve damage, pain, swelling secondary to use of bmp.